Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B)(4).

Event description:
Adverse event(s): no patient impact reported (no consequences or impact to patient). Product problem(s): "system shut down" power, loss of). A surgeon reported the system shut down during surgery requiring a reprime. There was no patient impact reported.